Event description:
It was reported that the patient presented prior to the device exchange procedure. Review of the merlin.net transmission revealed that right atrial (ra) and the right ventricular (rv) leads exhibited noise. During the procedure, abrasions were noted on the outer insulation of the leads. Both leads were patched during the procedure. There were no patient consequences.